Event description:
Customer's glucometer elite system stopped working after using excel off brand reagent strips. They stated that they replaced the batteries and noticed that the system started to give them erratic results. In addition, they stated that the instrument would not routinely turn on after blood was applied to the sensor, or the results were inconsistent and erratic. While on the phone a review of the system was conducted. The customer was informed that bayer does not provide or support the use of an offbrand reagent. Electronic checks were attempted but the customer did not have the requisite supplies. These are being provided to the customer and follow-up will be made.